Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of made a scratch on the iol; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An or care coordinator reported during the intraocular lens implantation upon placement of the lens, the injector made a scratch on it. No clinical consequences reported. The surgery was completed by using a back up lens and injector. Additional information has been requested and received stating during the progression of the implant, in the cartridge the injector made a scratch on the lens. The lens nor the injector had contact with the patient. The surgeon clarified that the injector is the suspect product as it had caused the scratch on the lens.